Manufacturer narrative:
Product event summary: the lead segments was returned and analyzed, and no anomalies were found.

Event description:
It was reported that the left ventricular lead was producing diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947 implantable tachy lead 2012 (B)(6); 5076 implantable pacing lead 2012 (B)(6). (B)(4).